Manufacturer narrative:
Hospital disposed.

Event description:
Revision surgery - due to the patient's shoulder dislocating post op.

Manufacturer narrative:
The reason for revision was reported as the patient's shoulder dislocated, post operation, after 5 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr#(B)(4) against purchase order (po) #(B)(4), (B)(4) parts code d2 (thread gage) accepted/(B)(4) part code v5 (scratches-metal) return to vendor. Ncmr#(B)(4), against po#(B)(4), (B)(4) parts code o3 (documentation problems) accepted. Ncmr#(B)(4) against work order# (B)(4), (B)(4) parts code o3 (documentation problems) accepted. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, (B)(4) for this lot number. A definitive root cause for the shoulder dislocating could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.